Event description:
It was reported that an ilet user could not view dexcom g7 continuous glucose monitor (cgm) readings on the pump because the pump was configured for dexcom g6 while the user was wearing a dexcom g7, resulting in failed pairing to the ilet and dosing warnings on the pump. Investigation included technical support troubleshooting and user education regarding correct sensor selection and pairing of the g7 with the ilet. Further investigation of this case revealed that incorrect cgm configuration prevented data transmission until the pump was switched to g7 and paired using the sensor code. Symptoms included hyperglycemia with a cgm value of 351 mg/dl and subsequent downward trend. Outcomes included temporary interruption of automated dosing and user-performed fingerstick entry, with user education to respond promptly to pump alerts. It was concluded that, based on previously established findings for similar reports, the event was due to user setup error, with device performance restored after reconfiguration and pairing.